Event description:
An adc customer's father called inquiring on the test strips for their fs flash meter that is built-in to his daughter's omni pod system. During troubleshooting, the father reported that they had incompatible test strips (lot #1021015) for use with their omnipod's fs flash meter and was unable to test while at school. The father stated as a result his daughter experienced symptoms of shakiness and both "low and high blood sugar." The daughter was taken to a health care facility, diagnosed with diabetic ketoacidosis and treated with insulin and drank fluids which the father stated was a change to her normal treatment regimen. No additional information was provided. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
As the customer's meter serial number was not provided during the call. In addition, the two test strip lots the customer reported are incompatible with the omni pod system. In addition, the incompatible test strip lot (23692 precision g2) expired on 28feb2001. This case does not involve a product malfunction and no product investigation is required. This is a final report.